Manufacturer narrative:
An event of and adhesion between pannus and the aortic wall was reported. A returned device assessment and histopathological examination could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2016, a 19mm trifecta valve was implanted in the patient. On a later date, later it was reported that the patient presented with aortic stenosis, and adhesion between pannus and the aortic wall was observed. On (B)(6) 2023, trifecta valve was explanted and replaced with a non-abbott valve. The patient status was reported as stable.